Manufacturer narrative:
Concomitant medical products: dtba1q1 device, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to acute on chronic heart failure and "pacemaker malfunction" after a series of mechanical falls, resulting in worsening dyspnea, dry cough and fatigue. A chest x-ray was performed and the findings were consistent with microfracture/microdislodgement of the left ventricular (lv) lead, resulting in loss of capture. In addition, an elevated lv threshold was noted, which may have been due to microdislodgement, or the pacing configuration programming, which had been changed at the last device check due to the patient experiencing diaphragmatic stimulation. The lv output was increased to obtain adequate capture and the patient was treated with intravenous therapy (IV) and oral diuretics. The patient was discharged and the lv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the patient experienced phrenic nerve stimulation. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.